Manufacturer narrative:
Case-(B)(4)- the complaint was confirmed. The device was returned with damage to santoprene portion of guide. 3 skives were found in the santoprene portion of the returned guide. 2 skives appear to have missing material, and complaint correspondence only noted recovery of 1 of the loose particles.

Event description:
On (B)(6) 2023, a patient underwent a totally thoracoscopic maze procedure using an eml2 clamp and a glidepath tape (gpt100) routing accessory. After the left pvi, surgeon confirmed the glidepath tape leader was scraped when being removed through port. While some pieces were retrieved by the surgeon, the reported information cannot confirm all skived materials were retrieved. The surgical ablation procedure was completed successfully and there was no reported harm to patient. There was no reported device malfunction and this event was the result of a procedural complication.